Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter perforated. The device has been removed via abdominal procedure. It was further reported that the filter was protruding all around aorta. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and three months of post deployment, computed tomography of abdomen and pelvis with contrast was performed to evaluate inferior vena cava filter for migration or perforation which revealed an inferior vena cava filter was appropriately positioned within the infra renal inferior vena cava. No evidence of migration or fracture. Multiple prongs extend beyond the lumen of the inferior vena cava. No evidence of penetration of the adjacent structures, but concerns for potential erosion into the bowel were present. Around one month later, open surgical intervention was carried out for inferior vena cava removal and repair of inferior vena cava. The prongs completely protruded out of inferior vena cava and several prongs were going into a branch of lumbar veins. As such, these branches were ligated with a prong in place and then secondarily removed the prongs and pulled out. One of the prongs that was broken got aspirated into the suction device, and was not able to retrieved; however, once all the prongs were circumferentially removed, was freed from the vena cava and the surrounding structures. Then inferior vena cava filter was removed completely intact. Therefore, the investigation is confirmed for filter limb detachment and perforation of inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g2, g3, h6 (device, conclusion). H11: g1, h6 (result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter struts perforated. The device has been removed via abdominal procedure. It was further reported that the filter was protruding all around aorta and surgical intervention was recommended, however the current status of the patient is unknown.